Event description:
It is reported that a customer experienced low blood glucose of 48 mg/dl. The customer was treated for the low blood glucose with juice. The customer was informed that there could be many reasons for low blood glucose. The customer stated they received a lost sensor alert and has issues with the serter. The customer was informed that the transmitter and serter will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.